Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pocket and lead revision, feeling unwell. It was noted that the patient continued to have a low ejection fraction, and biventricular pacing was 28% with the implantable cardioverter defibrillator exhibiting several episodes of inappropriate automatic mode switch due to far-field r wave over-sensing. The physician checked all leads and found no electrical or positional problems with the leads. Subsequent programming interventions were made to device parameters, and no lead revisions were required. On 07 aug 2020 patient underwent a pocket revision for comfort reasons. The patient was recovering and tolerated the procedure well.